Manufacturer narrative:
The device was received for evaluation. A visual analysis revealed 9 regions that had ptfe coating sheared off, all of which were at various distances from the distal end of the device. Based on the assumption that the actual sample came into contact with a metal inserter on the uncoiled segment and exposed to some abrading force, resulting in the shearing of the ptfe coat layer, the reproductive test was conducted as follows: the uncoiled segment of a retention guide wire sample from the involved product code was inserted into the involved inserter sample. With a curving shape given to the guide wire sample, the guidewire sample was withdrawn from the involved inserter sample with the uncoiled segment letting it come into contact with the edge of the involved inserter sample. As a result, the ptfe coat layer was sheared off the core wire, where the core wire was exposed. This replication test confirms that the device came in contact with a hard object and was abraded with that object. Based upon the investigation and the available information the reported complaint was confirmed. The root cause could not be definitively determined, however the findings indicated the device was withdrawn through the metal inserter in a manner that caused the ptfe coating to shear off the core wire.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that after the traxcess guidewire was removed from the microcatheter, the guidewire was wiped with a compress and a "black color" rubbed off, which was believed to be coating from the guidewire. There was no reported patient injury. The patient is reported to be in good condition.